Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2021-08587. It was reported that the device system was explanted from the left side due to pocket erosion and subsequent probable site infection. Purulent drainage had been observed at site during clinical visit. The patient¿s non-compliance impeded follow up treatment. The system was replaced on the right side without incident. The patient remained stable throughout.